Manufacturer narrative:
The customer complaint of a bulge in the silicone segment was confirmed. A picture received from the customer showed a ballooned bulge in the silicone segment below the upper fitment. The root cause for this event could not be determined. No product will be returned per customer.

Event description:
The customer reported bulging in the silicone segment below the upper fitment. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.